Event description:
Reporter stated the customer has experienced hyperglycemia of up to 500 mg/dl and ketone measurements of "+++" for 4 weeks, and she believes the infusion device does not correctly provide e4 occlusion errors. The cartridge is used for 8-10 days, the infusion needle for 2-3 days, and the infusion tube for 4-6 days, and she was referred to the manufacturer's recommendations. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).